Event description:
A (B)(6) female has a saline breast implant inserted approx 20 years ago. Pt had MRI on (B)(6) 2016 which showed findings compatible with intracapsular rupture of implant. She presented to the hospital on (B)(6) 2016 for surgical intervention. Surgical procedure: explantation left nss implant; left capsulorrhaphy, bilateral differential reduction mammoplasty and maxoplexies; correction of bilateral asymmetry. (B)(4).